Event description:
The customer stated that their insulin pump is not working. Customer also reported blood glucose levels 400 mg/dl and 331 mg/dl. Customer treated with manual injection. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.